Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve product code 82-3832 with lot ctbct6, conformed to the specifications when released to stock in 27th february 2015. Review of the history device records confirmed the catheter product code 82-3072 with lot cvdbhn, conformed to the specifications when released to stock in 29th march 2016. The root cause of the problem found during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. No root cause could be determined for the catheter, since no sample was returned for evaluation. If the catheter sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The patient is male and (B)(6) years old, accepted ventriculoatrial shunt on (B)(6) 2016 with 823832 and 823072. Initial pressure was 180mm h2o. About 2 months later, the patient felt headache and returned hospital for check. It was reported that the valve was occluded. The revision surgery was operated and valve was exchanged on (B)(6) 2016. Now the patient condition is stable.